Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear in balloon, approx 5.5 mm from balloon proximal tube. The review of the lhr (lot f1320403) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. The introducer sheath was not returned; therefore physical eval could not be made to determine whether there was damage to tis distal end that could have punctured the balloon.

Event description:
It was reported by the aci clinical specialist that a (B)(6) year old male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 7f sheath (model unk). There were 3 sheath exchanges. A 5f sheath was exchanged for a 7f short sheath which was then exchanged for a 7f long sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5 - 7 mm. Peri-procedure, the pt was anti-coagulated with 7,000 units of heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped and inserted through the procedural sheath utilizing the buddy wire technique with a .035 j wire. The balloon lost pressure between the first and second points of resistance, before the balloon abutted the arteriotomy. The physician attempted to use a device from another manufacturer "perclose" to close the access site.